Event description:
It was reported that the patient presented with a micro perforation in the right ventricle by the right ventricular lead. The lead also exhibited high capture thresholds. Echocardiogram and chest x-ray were performed to confirm micro perforation. The lead was repositioned on (B)(6) 2022. The patient was in stable condition.